Event description:
A report received from the USA stated the device will not oscillate during surgery. No patient or user injury was reported. No additional information was provided.

Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent. (B)(4).